Event description:
It was reported the patient had a motor vehicle accident (mva) that caused a lead migration. CT scan showed the lead had migrated from t11 to t9-t10 and to the left. Device interrogation showed no impedances out of range. The patient had a loss of pain relief and worsened lower extremity pain following the mva. The patient still used the device frequently with some pain relief. The patient was able to get into a forward flexed position that would allow paresthesia to cover their leg pain adequately. At the time the patient was unable to undergo a lead revision due to being on blood thinners which the patient could not stop taking due to other medical conditions. Intervention included reprogramming. The event was considered related to the device or therapy and not related to the implant procedure. The event was ongoing with no further action needed at this time. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had decreased pain relief. The patient had decreased pain relief following the moving vehicle accident.